Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge battery packs) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the u13 processor was defective and there was liquid contamination on the battery board. The cause of the inability charge a battery pack is the defective processor and liquid contamination. The cause of the defective processor is the contamination. The root cause of the contamination is ingress of an unknown liquid. No adverse event resulted from the contaminated charger.

Event description:
A distributor contacted zoll to report that a patient's charger/modem would not recognize the battery packs.